Manufacturer narrative:
Report required by FDA for eua. Eua #: (B)(4). Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation.

Event description:
User reported false positive result in social media. Negative on unspecified test same day at healthcare facility.

Event description:
User reported false positive result in social media. Negative on unspecified test same day at healthcare facility.